Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on july 31, 2007 alleging the onetouch ultra meter was prompting an error 5 message. This complaint was classified based on the customer care advocate (cca) documentation as the medical affairs specialist was unable to reach the patient. The patient reported the meter was prompting an error 5 message; so, she was unable to use the meter. She stated the issue began two weeks prior to calling. The patient was unable to state if she had symptoms at the time of concern. She attempted to test on her friend's meter, but she did not obtain meter result. She took a decreased amount of insulin, which was 20 units of nph 70/30. The patient received IV glucose as treatment. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient claimed she received IV glucose treatment after the alleged issue began.